Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.the year is the only known part of manufacture date. (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that the needle stuck in his finger; customer was able to remove needle. No medical attention needed or sought. No adverse event reported. Requested return of suspect device and replacement was sent.